Event description:
It was reported during implant device interrogation revealed no rf telemetry and no inductive telemetry with multiple programmers on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of communication anomaly could not be confirmed. The device was able to communicate via both inductive and rf telemetry during testing in the laboratory. Electrical, longevity, and visual analysis was normal with no anomalies found.